Event description:
I started to have chest pains in my left beast. I thought it was my heart as the pain went into my armpit as well. Stress tests, echos, heart catheter later and my heart is fine. Checked out my lungs, they're fine too. I accidently heard about the allergan recall. Yep, that¿s my kind. Then read up on (B)(6). It¿s amazing, how long I have had to suffer and be told by doctors. It¿s not your implants. The left breast never did lay right, there seemed to be a fold showing when I would bend forward. Surgeon explained, I just didn't have enough breast tissue. It looked unnatural. It always seemed tender early on, but now it is constantly throbbing and excruciating. FDA safety report ID # (B)(4).